Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial and right ventricular lead both exhibited noise oversensing. The patient presented for procedure on (B)(6) 2018 and both leads were capped and replaced. The patient was stable post procedure.